Event description:
The customer reported that approximately 1ml of fluid was overflowing from the rbc bath of the coulter® act 5diff autoloader (al); the leak was contained within the instrument. The instrument also generated drain sensor 1 time out errors. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The field service engineer (fse) confirmed the leak due to malfunctioning solenoid valves lv34 and lv35. The fse replaced the entire valve assembly and associated tubing resolving the leak and drain sensor 1 time out errors. (B)(4).